Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. There is no indication of issue being resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart/low battery/off no power after battery change and resets time/date to factory default due to connector voltage leak at interface board. Unit passed the rewind test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.